Event description:
According to the distributor's report, the adhesive was used during a laceration repair. It was the physician's first experience using the product. No gauze protection was placed over the eye during the time of application. During the application, the adhesive inadvertently glued the eye shut. The physician was able to open the eye. A few of the corner lashes were stuck together. The physician applied acetone to the lashes. The pt subsequently experienced irritation to the eye from the acetone. The pt is reported well with no reports of visual disturbances or other side effects have been reported.